Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device entered backup mode with no high voltage therapy available after a magnetic resonance imaging (MRI) scan. The cause of the event was due to not programming the device into MRI mode prior to MRI exposure. The device was restored and reprogrammed to resolve the event. The patient was in stable condition.